Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was not completed. A rotablator rotational atherectomy system was selected for use. While preparing for the procedure, it was noted that the physician found the device could not switch speeds, and the procedure was ultimately not completed due to the incident. The patient is stable, no patient complication or other additional intervention reported.